Event description:
The recipient was reportedly experiencing poor performance. X-ray results revealed that the electrode migrated. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.